Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer successfully rebooted the pump independently before contacting technical support, and the malfunction code did not recur after the reset. Technical support advised the customer to continue using the pump and to reach out if the malfunction code reappeared, which the customer acknowledged and understood.